Event description:
On 11/28/2024, it was reported by an arthrex employee via (B)(4) that an ar-3600h hip fibertak sutr anchor experienced issues. The doctor inserted the anchor into the patient's bone and completed suturing. When the knots were applied, the threads didn't slide. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the soft anchor sheath of the hip fibertak® suture anchor with #2 fiberwire® cl, ve 5 was damaged, and the white/blue suture was broken off. Also, one of the tips of the distal end of the inserter shaft had bent. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error in the device due to misalignment insertion and/or excessive force used during suture passing/tightening /or tensioning.